Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black plastic particles in the humidifier tray. The device was returned but not yet evaluated. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/24/2023: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the complaint black particles in humidifier tray. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings: · device was likely reset prior to pil receipt · sound abatement foam degradation · smokey contaminate on all parts of device enclosure pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. 1. The external investigation showed that there were no signs of contamination on the outside of the device. 2. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. The device was likely reset prior to pil receipt due to machine hours being 4105.1 and the therapy and blower hours being 0. 3. The internal investigation showed that there were signs of sound abatement foam degradation in the blower box. There was also noted to be a dark smokey contaminate on all parts of the device enclosure. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. The results of this investigation do not impact the calculated risks. Box d, box g & box h has been updated in this report.